Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a flexible ureteroscopy procedure in the kidnew performed on (B)(6) 2018. According to the complainant, during the procedure, as they went to put the laser fiber into the working channel of the flexible scope, the distal tip broke off. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported.